Event description:
It was reported that the patient had no stimulation sensation after reaching out to pet his dog. The patient got a static shock from the dog that translated to the implantable neurostimulator (ins) pocket. The patient was getting intermittent stimulation and surging. At the time of the report the patient had no stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).